Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. It was reported that the device failed to power on with either button press or test strip insertion. As a result, the customer experienced hypoglycemia with symptoms described as "did not speak, slow breathing," a seizure, and a loss of consciousness and was unable to self-treat, requiring non hcp administration of oral sugar and a glucagon injection. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned reader was investigated with retained test strips. Visual inspection was performed on the returned reader. Reader does not powered on with button depression. Bp-1 issue was cloned to address this issue. Reader powered on with usb charging cable and test strip insertion. Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. It was reported that the device failed to power on with either button press or test strip insertion. As a result, the customer experienced hypoglycemia with symptoms described as "did not speak, slow breathing," a seizure, and a loss of consciousness and was unable to self-treat, requiring non hcp administration of oral sugar and a glucagon injection. No further treatment was indicated. There was no report of death or permanent injury associated with this event.